Event description:
Additional information received from the consumer reported they hadn¿t had relief or therapeutic effect since implant; it may have helped some, but not 50%. The consumer had already been through programs 1-4, so they were looking to discuss changing their current programs. No further complications were reported.

Event description:
The consumer reported that the patient was implanted on (B)(6) 2016 and had no therapeutic effect. Since implanted, therapy had not helped at all controlling the patient¿s symptoms. The patient needed help turning stimulation up. The patient did not feel stimulation, therapy was on, but the patient was at 0.0v on program 1. The patient increased to 0.9v and felt a little stimulation in the correct area. The patient would monitor their symptoms and continue increasing stimulation if needed. The consumer further reported that the patient experienced a loss or change of therapy. The implant didn¿t seem to be working as well as the trial. On the night of (B)(6) 2016 the patient got up twice versus the trial when they didn¿t get up at all. During the trial the patient could hold their water, but now if they felt the urge to go they needed to get to the toilet quickly. The patient was not currently feeling stimulation sensation on (B)(6) 2016. In the morning when the patient turned the amplitude up a little they had like a ¿bald spot inside of you¿ and it bothered them when they walked, hurt, and was like a pressure sensation. The patient did not feel the discomfort right away when increasing amplitude, it seemed to come later. The uncomfortable stimulation began on (B)(6) 2016. The patient felt the stimulation sensation more when they were sitting. Stimulation was hitting the patient¿s pelvic floor and made it uncomfortable to walk. Eventually the stimulation sensation would dissipate on its own. The patient would have an appointment to see their health care provider (hcp) on (B)(6) 2016. A couple of weeks prior to (B)(6) 2016, the hcp changed the patient to program 2, but it hadn¿t been working very well for them. The patient felt stimulation and wanted to change programs. The patient changed from program 2 to program 3. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.